Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.complaint record ID (B)(4).

Event description:
It was reported during use that the balloon catheter had gas loss and gas gain error. No harm or injury to the patient was reported.